Event description:
ECG electrodes were being placed on a pt for a stress ECG. The electrode gun spins the middle of the electrode until good skin contact is established (the gun issues a green light). This pt received circular "burn" type looking reac tions at the site of each ECG lead.